Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported while using the 3100 high-frequency oscillating ventilator (hfov); the unit keeps alarming greater than sixty cmh20 (centimeter of water). The customer reported the unit passed calibrations. The customer reported inputting the settings they wanted on the unit, it would alarm; high map alarm. The customer reported troubleshooting by replacing the patient circuit, but that did not resolve the issue. There is no patient involvement associated with the event. The customer reported the patient was never placed on the unit.

Manufacturer narrative:
Results of investigation: the unit was returned to vyaire and evaluated. The reported problem was confirmed. The alarm board was replaced to resolve the issue and returned to customer operating to manufacturer specifications.